Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced blood splatter/leakage or sample leakage from the device. The following information was provided by the initial reporter. The customer stated: I am writing to inform you of a quality defect that occurred when using an eclipse needle, blood leakage between the pump body and the sample tube. The rubber device seemed to be correctly positioned.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, 10 retention samples from bd inventory were evaluated by functional testing, each used to draw a vacutainer tube with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced blood splatter/leakage or sample leakage from the device. The following information was provided by the initial reporter. The customer stated: I am writing to inform you of a quality defect that occurred when using an eclipse needle, blood leakage between the pump body and the sample tube. The rubber device seemed to be correctly positioned.

Manufacturer narrative:
H6: investigation summary: bd received 1 used sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for leakage with the incident lot was observed as blood can be seen in the holder. Additionally, (B)(4) retention samples from bd inventory were evaluated by functional testing, each used to draw a vacutainer tube with water, and the issue of leakage was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® eclipse¿ signal¿ blood collection needle with integrated holder, the device experienced blood splatter/leakage or sample leakage from the device. The following information was provided by the initial reporter. The customer stated: I am writing to inform you of a quality defect that occurred when using an eclipse needle, blood leakage between the pump body and the sample tube. The rubber device seemed to be correctly positioned.